Event description:
It was reported that during and unknown procedure when the product was first used, during operation, the clip shooter was firing in vain at the moment of firing. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 6/26/2025. D4 batch #a9dk3l. B3: only event year known: 2025. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top shroud damaged. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. However, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. A manufacturing record evaluation was performed for the finished device batch a9dk3l number, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 561c67, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.